Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the trailing haptic folded wrong. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned in the carton. The plunger was oriented correctly. There was no evidence of viscoelastic in the lens loading area, the nozzle area, or on the plunger. No viscoelastic was observed in the loading area or nozzle of the device. Viscoelastic was only observed in the tip of the device and on/at the area of the lens. The plunger and lens were advanced into the nozzle entry area. The trailing haptic was extended back towards the loading area and the leading haptic was extended towards the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-company viscoelastic was indicated. The device was returned. The plunger and leading haptic positions are acceptable. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the instructions for use (IFU). The trailing haptic was misfolded, extended backwards with the distal haptic tip facing the loading area in the device. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) if the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. The root cause may be related to a failure to follow the IFU. No viscoelastic was observed in the loading area or nozzle of the device. Viscoelastic was only observed in the tip of the device and on/at the area of the lens. A non-company viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 milliliters (ml) of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).